Manufacturer narrative:
Initial and final MDR (B)(4). - MDR 8021545-2024-01592 - device 1 of 5. (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced issues with 5 infusion sets and stated that the tape did not stick when the patient was out doing activities. The product had been used for up to 8 hours. No further information available.